Event description:
It was reported that, "patient called coordinator for neos stating that she is having problem with her hip replacement and that she was aware of it being recalled although she was never notified of the recall. Patient also stated that she would be going to another surgeon in (B)(6) for a second opinion."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.